Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the yaw pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observations not reported by site: the conductor wire was found with the insulation retracted. The wire appears to have been partially pulled out, exposing the wire. Components adjacent to this wire do not show damage. The instrument passed the electrical continuity test. The instrument was found to have thermal damage on the bipolar yaw pulley and between the grips. The bipolar yaw pulley exhibits localized melting damage at the base of the grip tips. As a result, the electrode was exposed. Electrical continuity was performed and passed. The instrument was put on a in-house machine and energy was delivered. No damage to the conductor wire was observed. The complaint regarding a broken wire at the distal end was confirmed by failure analysis.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury.